Manufacturer narrative:
Retainer ring is black. Customer returned device for an alleged no delivery or occlusion alarms during unknown timing, stuck button alarm, cosmetic damage (damaged lcd window), and missing segments or partial display found on (B)(6) 2021. The device passed the self-test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No missing segments or partial display noted during testing. No unexpected insulin flow blocked alarms noted during testing. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The connector on electric board was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No confirmed no delivery alarm in the device downloaded history. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, device passed required testing. Customer alleged for no delivery or occlusion was not confirmed. Keypad unresponsive or button error alarm not confirmed. Missing segments or partial display not confirmed. Customer allegation for cosmetic damage (damaged lcd window) was not confirmed during visual inspection, however, other cosmetic damage was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's down arrow button was harder to press and the scratches on screen and impair the visibility of screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.